Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the event was likely caused by an external force applied to the acoustic lens resulting in scratches (shavings), or the event may have been caused by age-related deterioration. The following statements are in the instructions for use which can detect the event, "3.2 inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities."

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device leak check passed with ¿a-rubber¿ testing however, the bending section was found collapsed and the probe unit was observed with deep dent. Scratches were found on light guide tube and the control knob was observed with low tensions. The identified parts were replaced, device was repaired. Once completed the device was tested and passed all required testing and specifications. Based on evaluation findings the likely cause of the issue could be due to users handling and or maintenance issue.

Event description:
It was reported that during reprocessing the device was observed to have a leak. There was no patient involvement on this event. No user injury reported.